Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is an approximation based on the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter "was not working". Customer further reported receiving readings of 94 mg/dl and 105 mg/dl (unknown date/time), which were lower than a subsequent reading of 260 mg/dl (unknown date/time) received at a hospital emergency room. No further information was obtained, as the call was disconnected. Multiple, unsuccessful, attempts have been made to contact this customer to gather additional information. Although the diagnosis and treatment are unknown, it is assumed the customer received interventions to decrease his blood glucose and stabilize his electrolytes and fluid status. There was no report of death or permanent injury associated with this event.